Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional external equipment was exchanged and the issue resolved. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a head trauma incident at the implant site. The recipient presented with swelling which resolved. The recipient was given stitches and have been removed. The recipient's site has healed, however, is experiencing loss of sound. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve.